Manufacturer narrative:
Additional symptom experienced by the patient - feeling hungry (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch verioflex meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient reported that the meter was reading inaccurately at 10:33pm on (B)(6) 2016 when he obtained an alleged inaccurately high blood glucose result of "96 mg/dl." At the time of the result, the patient reported that he was experiencing symptoms of "sweating, shaking, feeling weak and hungry" which he associated with hypoglycemia. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with oral medication. He indicated that at 9:33 pm on (B)(6) 2016, he had obtained an after dinner blood glucose result of "146 mg/dl." He denied taking any medication after obtaining the earlier result. He reported that he self-treated his symptoms with "1 spoon of sugar and biscuits with jam" at 10:33pm on (B)(6) 2016. The patient also reported that on an unknown date after the alleged incident occurred, he obtained a blood glucose result of "123 mg/dl" on the subject meter compared to "108 mg/dl" on a laboratory device. It was noted that the patient had used an incorrect sample site to obtain the samples, invalidating the comparison. During troubleshooting, the csr established that the patient's meter was set to the correct unit of measure. However, the csr noted that the patient's test strips had been stored incorrectly in the kitchen. The csr provided training to the patient on the correct storage method and replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained an inaccurately high result with the subject meter when he was experiencing symptoms suggestive of severe hypoglycemia. The alleged meter/strip issue cannot be ruled out as a possible cause or contributor to this event.